Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The information about an explanted device was received at (B)(4) headquarters.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Information was received that the device had been explanted. However, despite requested, no further information has been received regarding the circumstances leading to the explantation. The recipient was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode, which might have been caused by an external impact to the implant site, seems likely. However, a device investigation of the explanted device is necessary to determine a root cause. The patient was explanted but the device has not been received for investigational purposes.

Event description:
Information was received that the device had been explanted. However, no further information has been received regarding the circumstances leading to the explantation. The device has not yet been received for investigation.